Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 12 atms when inflated for a few seconds on the first inflation during predilation. The lesion being treated was located in the average tortuous, moderately calcified and 99% stenotic proximal left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with this balloon and the deployment of a stent. Pt status reported as "good."